Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The reporter stated that the cartridge was not detected during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: a review of the pump¿s history showed evidence of a load step malfunction with no cartridge detected warnings. The pump powered on normally during testing; however the piston was unable to recognize the cartridge during the load step. The force sensor reading could not be taken. The pump was opened and a damaged solder connection was observed at the force sensor pins. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.